Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interaction with the anatomy and/or other devices as the guide was being removed resulted in the reported detachment. There is no indication of a product quality issue with respect to manufacture, design or labeling. Sus voluntary event report# mw5075664.

Event description:
It was reported that the hi-torque balance middleweight universal ii guide wire was removed from the stent catheter and found that the wire severed at the top part. All of the wire was removed from the patient; nothing left in the patient. No additional information provided.